Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed using the naked which did not identify any abnormalities that could have contributed to the reported condition. A functional testing including under water pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system secondary medication set would not flow during setup and preparation. It was further reported that the set was used to deliver intravenous (IV) antibiotics. In order to resolve the issue a new set was used with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.